Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. Should additional information be provided a supplemental emdr will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix light plug (device #2 and device #3). Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2008, patient underwent surgery for a repair of a left inguinal hernia. As alleged a bard/davol perfix plug (device #1), was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2010, patient underwent surgery for a repair of a right inguinal hernia. As alleged, a bard/davol perfix light plug (device #2) was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2011, patient underwent surgery for a repair of an umbilical hernia. As alleged, a bard/davol perfix light plug (device #3), was implanted to repair the hernia defect. It is alleged by the patient's attorney that on or about (B)(6) 2018, patient underwent an additional surgery to remove the perfix light plug (device #3) that was previously implanted on (B)(6) 2011 and again repair the ventral hernia defect. As alleged, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported, patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective perfix plug.